Manufacturer narrative:
Section a1, a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section d6b: if explanted, give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was cut out due to week zonules after minutes of implant. Another non j&j lens was implanted. No other information is available.